Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745bp patient programmer battery pack (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they charged their implant up yesterday and everything seemed to work fine, but this morning they went to change their settings and the controller won't power on. Caller stated they don't even get a response when they push the white button on the top of the controller. Patient services (pss) walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Pss had caller re-insert the battery and confirmed controller is 50% and implant is 100%. Caller confirmed green light was flashing above the screen, but "recharging" did not appear under the controller battery. Caller re-inserted the ac power supply, but "recharging" did not appear even after a couple minutes. No symptoms were reported. Additional information was received from the patient. Pt called back and said they received what looks like an old controller. Pss reviewed that the replacement battery pack should be on the inside of the dummy controller. Pt called back and stated they shipped their controller along with the li bp back by mistake. Pt has the new li bp.